Manufacturer narrative:
(B)(4). Initial reporter telephone/ fax number: not provided. Device was not returned.

Event description:
It was reported that a driver could not release from an unknown biomet implant. Procedure was completed using another driver and implant remains implanted.

Manufacturer narrative:
The reported implant was not identified or returned for inspection. DHR review could not be performed as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product and within specifications. Complaint history review could not be performed without relevant item and lot information. Therefore, based on the evaluation, device malfunction did not occur and the reported event was unconfirmed following inspection. A definitive cause could not be identified. However, the probable causes are not applicable to the reported event since the device malfunction did not occur and the event is unconfirmed through visual and physical inspection. The following sections have been updated: date of this report, date received by manufacturer, checked "follow-up", checked follow-up type and entered evaluation codes.

Event description:
No further event information available at the time of this report.